Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that patient's stimulation was not working in the last two months. The device was in overdischarge. Patient was to be seen on (B)(6) 2017 for further troubleshooting. On the day of the appointment (B)(6) 2017, rep waited at office for 45 minutes, patient was a no show. Attempts were made to contact the patient without any success. Patient did not return calls as of (B)(6) 2017. Additional information was received from a friend/family member of a patient on (B)(6) 2017. The caller stated that the patient¿s stimulator has not been working for months because they are unable to charge. They have the implantable neurostimulator recharger (insr) plugged in but the implant will not charge and therefore will not turn on. The caller stated that they do see an error message when they try to charge but they could not confirm what the message was. The caller stated that at this time the patient noticed that the stimulator was heating up on their back and it was bothering the patient and was getting uncomfortable. The patient was having the stimulator heating up on their back and having an inability to charge since january and it was bothering them. The caller explained this to the healthcare professional (hcp) and manufacturer representative (rep) but nothing was addressed and the patient was referred to another rep. The patient has been in a lot of pain since (B)(6) 2016 towards the end of the year and it feels like it is pinching them beginning in (B)(6) 2017. The patient has not been able to sleep since (B)(6) 2017. The caller stated that the patient wants the stimulator removed and they are ready for it to be out. The caller is planning on calling the pain management facility this morning and noted that they were receiving a call from a rep so they had to end the call. Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep stated that their notes do not reflect knowing about the stimulator heating up on the patient¿s back. The patient was scheduled to see the rep on (B)(6) 2017 and the rep spoke to the patient¿s wife who said it stopped working two months earlier. The rep reported this issue and noted that the patient did not show up nor answer the office or rep¿s phone calls that day. The rep tried to contact the patient again on (B)(6) 2017 after the office requested that they meet with the patient for an evaluation of the stimulator but there was no answer. The patient¿s wife finally called the rep on (B)(6) 2017 saying that the patient wanted their stimulator out but they have not heard from their healthcare professional (hcp). The rep explained that they need to contact the office and let them know that they are adamant about that. It was reiterated that the patient never met with any reps, never returned any calls and the physician¿s office was not aware of the issue. Additionally, the patient never reported that there was heating in their back. The patient was totally non-compliant with appointments and contacting the rep. No further complications were reported/are anticipated.